Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced that low blood glucose. The customer¿s blood glucose level was 45 mg/dl. Customer¿s insulin pump was not get into suspend before low at 45 mg/dl. Customer was in auto mode, insured that the customer was getting insulin at a safe rate. Auto mode was picking up on that low and adjusts till his blood glucose rise again. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.